Event description:
Procedure: endoscopic retrograde cholangiogram with extension of biliary sphincterotomy and extraction of common bile duct stone. Event: the mechanical lithotriptor was passed into the common bile duct. A fragment was able to be broken off. However, the cable broke within the handle of the biliary sphincterotomy. With extreme difficulty, both the stone and basket were able to be finally removed. However, because of marked edema the procedure was stopped. Pt later developed complications in the bile duct and pt required surgical intervention as a result of the perforation. Pt died due to complications.